Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('bleeding:gen') in an adult female patient who had essure (batch no. 898935) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included menorrhagia, endometrial polyp and adenomyosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), fatigue ("fatigue/ fatigue"), alopecia ("hair loss"), migraine ("migraine/ migraines / headaches"), tooth disorder ("dental probs"), visual impairment ("vision probs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/ weight gain"). The patient was treated with surgery (hysterectomy (partial),oophorectomy (bilateral}, salpingectomy (bil)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, menorrhagia, fatigue, alopecia, migraine, tooth disorder, visual impairment and weight increased had resolved and the allergy to metals, dermatitis allergic, psychological trauma, bladder disorder, cystitis, vaginal haemorrhage, nausea and dyspareunia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('bleeding:gen') in an adult female patient who had essure (batch no. 898935) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included menorrhagia, endometrial polyp and adenomyosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), fatigue ("fatigue/ fatigue"), alopecia ("hair loss"), migraine ("migraine/ migraines / headaches"), tooth disorder ("dental probs"), visual impairment ("vision probs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/ weight gain"). The patient was treated with surgery (hysterectomy (partial),oophorectomy (bilateral}, salpingectomy (bil)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, menorrhagia, fatigue, alopecia, migraine, tooth disorder, visual impairment and weight increased had resolved and the allergy to metals, dermatitis allergic, psychological trauma, bladder disorder, cystitis, vaginal haemorrhage, nausea and dyspareunia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal), nausea, dyspareunia (painful sexual intercourse) and plaintiff did not undergo confirmation test. Lot number was added. On 7-oct-2019: fu2, fu3 & fu4 were processed together.quality safety evaluation of product technical complaint. On 3-oct-2019: medical records: medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding:gen') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain ("pelvic pain") (seriousness criterion intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), tooth disorder ("dental probs") and visual impairment ("vision probs") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial),oophorectomy (bilateral}). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, menorrhagia, fatigue, alopecia, migraine, tooth disorder, visual impairment and weight increased had resolved and the allergy to metals, dermatitis allergic, psychological trauma, bladder disorder and cystitis outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, tooth disorder, visual impairment and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 17-sep-2019: initial and fu 1 processed together. Following events were added : dysmenorrhea (cramping),pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding), nickel allergy, psych injury, bladder problems, bladder infection, fatigue, hair loss, dental probs.,migraine, vision probs, weight gain. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.